Event description:
Pt was being returned back to bed via hoyer lift when the arm of the hoyer lift disconnected at the scale and pt dropped approx 6" to the bed. The arm then fell on the pt. No injuries to pt as pt was holding arm and softened the fall of the arm as it fell towards him. Hoyer lift was taken out of service and inspected by maintenance - one screw was found loose.